Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was leak to past first o-ring and reservoir was leaking during normal use. Customer's blood glucose value was 390 mg/dl at the time of the incident. Reservoir will be returned for analysis.